Event description:
Event description boston scientific received information that during a device replacement procedure for normal battery depletion, this atrial lead was also explanted and replaced. Previously at normal follow-up, this chronic atrial lead exhibited noisy intercardiac signals and impedance measurements varied from 500-1500ohms. A fracture was suspected, but there were no visible signs upon extraction. This lead was sent to hospital risk analysis. There were no adverse patient effects reported with this event.,